Manufacturer narrative:
(B)(6). The device was not returned; however, photographs were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photographs show a pool of fluid inside the sealed overpouch that contains the device. The reported condition was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The blue cap had not been removed. This was identified before use. There was no patient involvement. No additional information is available.